Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was treated for a low blood glucose event by ems; the event occurred in (B)(6). The patient's blood glucose dropped to 40 mg/dl and she was treated with a glucose IV. The customer was also hospitalized twice in the past two weeks to bring her blood glucose up. The insulin pump's drive support cap was inspected and the component appeared normal. No products were returned or replaced.